Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09/10/2020. Investigation conclusion the customer reported ¿when a syringe is screwed onto the luer lock, the plunger is not depressing enough to allow fluid through¿. Received from the customer was one used extension set model 20039e lot 20075476 with its original package. Attached to the extension set¿s smartsite connector was an empty bd 10ml syringe. Received was one new in sealed package extension set model 20039e lot 20065647. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed during visual inspection. To prepare the sets for functional testing a lab extension set was attached to the male luer of each set to test the connection. An 18 gauge blunt cannula was attached to the end of the lab extension set to closely simulate how the sets would be used in the field. Functional testing was performed by filling the received 10ml bd syringe with blue-dyed water and attaching it to the smartsite of both sets. The syringe plunger was depressed and the fluid was observed to flow through the sets and primed completely. The syringe was repeatedly connected and disconnected from the sets¿ smartsites with the syringe plunger repeatedly being depressed. No occlusions, leaking, or other issues were observed during testing. The device history record for extension set model 20039e lot 20075476 was performed. The search showed a total of (B)(4) units in 1 lot were built on 07 july 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The device history record for extension set model 20039e lot 20065647 was performed. The search showed a total of (B)(4) units in 1 lot were built on 10 june 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of when a syringe is screwed onto the luer lock, the plunger is not depressing enough to allow fluid through was not confirmed on the two received extension sets model 20039e. The root cause of the customer¿s report of the plunger is not depressing enough to allow fluid through could not be determined as we were unable to replicate the reported event during functional testing.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: was the syringe a bd product?: yes but I have no way of knowing what the numbers were. We go thru several boxes of 10ml syringes in the ER each week.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: was the syringe a bd product?: yes but I have no way of knowing what the numbers were. We go thru several boxes of 10ml syringes in the ER each week. See pic for our current syinge info. The bd extension set smallbore tubing(we refer to this item as "j-loops") we have been getting at mansfield methodist ER have been not working as well as in the past. Lately when a syringe is screwed onto the luer-lok, the blue plunger is not being depressed enough to allow fluid to thru it. The nurses have been removing the j-loop and replacing it with a new one, only to have the same issue. The j-loops are not all from the same box or case. I was able to get the j-loops to work by repeatedly screwing a syringe onto the luer-lok end a couple of times. Date of failure: august 29th.